Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/19/2014 with the following findings: during investigation, the daily insulin delivery totals correctly reflected the programmed basal settings. The pump passed the flow accuracy test and was found to be delivering within the required specifications. The history settings issue was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the prime history only recorded 4 units of insulin when the tubing was primed and the pump did not deliver accurately. The reporter noted that the patient experienced an elevated blood glucose (bg) of 414 mg/dl with no signs or symptoms of hyperglycemia, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.